Event description:
It was reported by service report that the bed was missing the head left siderail. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results code - head left siderail was missing.